Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 359065 lead implanted 2012-(B)(6); d334trg ICD implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) early. The ICD was explanted and replaced. High thresholds were also reported on the left ventricular (lv) lead which remains in use. No patient complications have been reported as a result of this event.